Event description:
Patient was revised to address pain, clicking and a broken bolt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. A correct doi was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain clicking, and fractured locking screw from the femoral component.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination, however a DHR was conducted with no anomalies or nonconformaces found. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Update 6/4/15 & 6/8/15 medical records received. After review of the medical records received, there is no new additional information that would affect the existing MDR decision. The received x-rays were reviewed. Images show the head of the bolt "floating" in the joint space. This is consistent with the reported bolt fracture. No evidence of fracture of any other device, disassociation, or anything indicative of a device nonconformance was found. The received medical records were reviewed by a depuy medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.